Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There is one other complaint reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the plunger overrode the lens and became jammed. There was patient contact, but no patient harm. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced over the lens. The lens is advanced to mid-nozzle. The trailing haptic is folded in on the optic. No device damage or abnormalities were observed. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The reported plunger override was observed. The root cause for the override cannot be determined. No device damage or abnormalities were observed. The manufacturer internal reference number is: (B)(4).